Event description:
The biomed and pt safety manager reported that a pt received a potassium infusion due to a low potassium level. Approx one hour later, the pt had a critically high potassium level resulting in cardiac arrhythmias including bradycardia and v-tech. The pt required conversion to normal since rhythm through the use of medications (meds not specified). The customer is not alleging an over incision but requested a log review to rule but any evidence of programming error. The programming details were reported as follows: kc1 concentration (0.2 meq/ml), 10 ml syringe with 9.5 ml total volume, for 1.9 meq kcl total dose to infuse over 1 hour. Profile cvicu. No further pt or event info is available.

Manufacturer narrative:
(B)(4). Device not received, log review only. The data set plus event and error logs from all devices have been received but the eval is pending. A follow up report will be submitted with the results of the investigation once it has been completed.